Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. The lead failed in hi-pot due to inner insulation damage consistent with procedural damage. Visual examination did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that high ventricular rate episodes showing noise with pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.